Manufacturer narrative:
D1 - brand name: corrected. H4 - device manufacture date: corrected. Manufacturer¿s investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including infection, bleeding and neurological events (not stroke related), that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection and neurological dysfunction as potential late postimplant complications. This IFU provides information regarding anticoagulation, as well as suggested anticoagulation modifications. The IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, bleeding, and other neurologic events (not stroke-related) as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for worsening weakness and urinary tract infection (uti) symptoms. Blood culture positive for enterococcus faecalis, treated with ampicillin and rocephin (ceftriaxone). On (B)(6) 2024, a fecal occult was positive, warfarin was held, hemoglobin was 6.8, and the patient received 1 unit of packed red blood cells. Esophagogastroduodenoscopy on (B)(6) 2024 revealed gastritis, proton pump inhibitors (ppi) was started, and warfarin was restarted. The patient was discharged to a skilled nursing facility on (B)(6) 2024 and was admitted on (B)(6)2024 from the skilled nursing facility with weakness, altered mental status, and hypocalcemia. They were treated with IV calcium. A steroid wean began on (B)(6)2024, and mentation and cognitive function was worsening. Patient was discharged to alive hospice (inpatient) on (B)(6) 2024 and passed away peacefully on (B)(6) 2024. The cause of death was bacteremia, gastrointestinal (gi) bleed, and altered mental status. It was stated the outcome was device or therapy related. An autopsy was not performed. The pump was not explanted.